Event description:
A male underwent aaa repair in 2005. The procedure consisted of placement of a zenith main body graft, two zenith iliac legs and was conducted without reported incident. Four days prior, a secondary procedure was deemed necessary. In the original procedure, the right common iliac was so long that the original iliac leg did not come close to the hypo (landed several cm short of iliac bifurcation). The distal right common iliac had a growing diameter of 3.3 cm at the time the planning of intervention was occurring. A zt leg graft was used as a bridge piece and zt leg graft extended into the right external iliac to once again exclude blood flow from the aneurysm. The current status of the pt is unk.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Based on the provided info, this complaint could yield two failure modes; endoleak, aneurysm growth with no signs of an endoleak medical professionals reviewed the complaint and concluded the endoleak was secondary to continued growth of the iliac, subsequently resulting in failure mode 2 above being assigned to this case. Furthermore, in this procedure, the endoleak did occur but was an effect of the iliac continuing to grow after a certain time. A definitive root cause cannot be reported at this time. We will continue to monitor for similar incidents.